Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device presented with noise and a non-functioning atrial channel, however it was noted that a cable that was returned with the device had a bent pin. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that analyzer was broken; both channels presented with noise, with the atrial channel not working at all. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.